Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator. It was reported that during implant surgery it was found that the electrode was bent. As a result, a new lead was used to complete the procedure. It is unknown what troubleshooting was performed related to the event or what the cause of the event was. No further complications are anticipated.